Manufacturer narrative:
Occupation was lay user/patient. The suspect product was requested to be returned and the replacement product was sent. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results on a coaguchek xs meter serial number (B)(4) compared to a laboratory result using an unknown reagent and analyzer. The result on the meter on (B)(6) 2020 was 7.5 inr at 9:30 am. The result on the meter on (B)(6) 2020 was 8.0 inr at 6:23 pm. The laboratory result on (B)(6) 2020 was 5.9 inr at 9:30 pm. The patient's therapeutic range was 2-3 inr and the prescribed frequency of testing was weekly.

Manufacturer narrative:
The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.9 inr qc 2: 2.9 inr qc 3: 2.8 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The reporter was receiving antibiotic therapy at the time of testing. Per product labeling, antibiotic therapy can result in either an increase or a decrease in prothrombin time (inr). Medwatch fields d9 and h3 were updated.